Event description:
It was reported a patient underwent a total hip arthroplasty in 1988 with unknown product. Subsequently, the patient was revised in (B)(6) 2003 due to unknown reasons. Another revision procedure has been indicated due a migrated acetabular cup; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."